Event description:
It was reported that when the c-arm switch is activated it is sticking causing the rotation to continue when the switch is released. No injury reported. A field engineer was dispatched to the site and confirmed that all screws were tight and cleaned the switch. Once this was completed the system was working as intended.